Event description:
Mid 60¿s female with history of persistent atrial fibrillation. Procedure: ablation cryo-ensite. Steerable catheter gets re-sterilized outside the hospital at a company, sterilmed. When the re-sterilized catheter was used, it would not steer and had a sharp angle on it. We removed it from the case the tip was broken. A brand new catheter was opened and used. No known harm to patient. Manufacturer response for reprocessed intravascular ultrasound catheter, na (per site reporter). Will obtain.